Manufacturer narrative:
Initial and final MDR 1881938- MDR 3003442380-2024-06954- device 1 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 23-april-2024, it was reported by the patient that four infusion set cannula was bent due to which hyperglycemia and traces of ketones occurs within 3 hours of insertion. Infusion set was placed in abdomen. Blood glucose level was displayed high and treatment is done by correction injection via mdi. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.